Event description:
It was reported that a user struck their ilet on a corner, resulting in a cracked display and an unresponsive touchscreen consistent with a device mechanical damage and display/screen failure. Symptoms included no alarms or alerts. Outcomes included device replacement and instructions to return the original device, back up data via the mobile app, shut down prior to return, and complete new device setup. Investigation included customer interview and logistical review of replacement and return. Investigation of this case revealed physical damage to the screen rendering input nonfunctional, consistent with impact-related damage to the display component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.